Event description:
A report was received from the USA indicating that the top screen graphical user interface (gui) was blurry and erratic. There was no pt involvement reported. Though requested, add'l info was available.

Manufacturer narrative:
The customer service engineer (cse) replaced the graphical user interface (gui) central processing unit (cpu) and downloaded rev ak software. The device passed all tests and calibrations per the service manual. Covidien ref: (B)(4).